Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25mm x 12mm stent delivery system was returned for analysis. Examination of the stent under microscope found no stent damage. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.25 x 12 synergy drug-eluting stent was advanced for treatment. However, during delivery the stent strut was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damaged occurred. A 2.25 x 12 synergy drug-eluting stent was advanced for treatment. However, during delivery the stent strut was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.